Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated d9, h3, and h6 per new information received. H3: product evaluation. X-ray demonstrated moderate calcification was observed on leaflet 2 and 3, and minimal calcification on leaflet 1. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Host tissue fused leaflets 1 and 2 by approximately 2mm at commissure 2, and leaflets 2 and 3 by approximately 4mm at commissure 3 on the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. As received, mechanical damage marks were observed on the free margin of leaflets 1 near commissure 1 and leaflet 2 near commissure 3. Damages appeared serrated and did not penetrate leaflets. Sewing ring was cut off around the valve on the inflow aspect and exposed metal band near leaflet 1. Fragments of the cut off sewing ring was not returned. Multiple suture thread remained attached to the sewing ring.

Event description:
It was reported that a 23mm aortic valve was explanted after an implant duration of 3 years, 3 months due to unknown reasons.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.